Event description:
It was reported that during inspection for use the gastrointestinal videoscope had fuzzy screen when being plugged into. The event occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 and residue inside the scope connector. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.